Event description:
It was reported that the device switched off during the patient ventilation and could not be switched on again. No patient injury has been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device switched off during the patient ventilation and could not be switched on again. No patient injury has been reported.

Manufacturer narrative:
The affected device was examined on-site by dräger service technician and related service information as well as the affected component were provided for further analysis at the manufacturer¿s site. The log file confirmed that on january 26th, 2022, at 15:39 the device switched off. Based on the analysis a faulty pba m48.3 was identified to be the root cause. The further hardware analysis of the faulty pba m48.3 showed that the internal voltage supply on the printed circuit board failed. The device was repaired by replacing the affected pba. In case of a complete loss of function of the ventilator the ventilation stops, and the safety valve opens automatically to the ambient allowing the patient for spontaneous breathing. The screen turns black and the secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.